Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implantation, the new nurse was unable to get the plunger to advance the lens. The plunger went over the lens and scratched it, another lens was used again in same injector and there was difficulty in advancing the lens. When the lens was advanced, the leading haptic came out of the nozzle and found scratched. There was no patient involvement. The injector was checked, and it seemed like there may have been a blockage. A new lens and new injector were used, and the lens was advanced successfully and the procedure was completed on same day without harm to the patient.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation of the report that the plunger did not advance lens and went over lens; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product's acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product's acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).